Event description:
Customer reported via phone call that she experienced hypoglycemic condition when she was driving. The blood glucose level reported at the time of incident event was 52 mg/dl. Customer treated the low blood glucose level with food and the current blood glucose level reported was 267 mg/dl. Customer did troubleshooting and reported that the auto mode feature of insulin pump was active at the time of incident event. Customer also reported that she was using insulin pump within 48 hours of reported event. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.